Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the results of the returned device analysis could not confirm the reported issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported sleeve steering issue appears to be due to procedural circumstances. The retraction problem was likely a cause of not closing the clip completely before trying to retract it into the steerable guide catheter (sgc). The observed torn material (ci) and kinked ci are a cascading effects of retraction problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional clip in b5 is being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the transseptal puncture, a patent foreman ovale (pfo) was observed. The transseptal puncture went through the pfo and had an anterior direction. The clip delivery system (cds) was inserted and m-knob was applied; however, the clip did not have the normal direction and seemed to go lateral; therefore, the cds was retracted. While retracting, the clip became entangled in the introducer and was impossible to be removed. Both the steerable guide catheter (sgc) and cds were removed together and replaced. The transseptal puncture was performed again and a new sgc and cds were advance without difficulty. Immediately after deployment, it was noted that the clip suddenly detached from both leaflets and became entangled in the papillary muscles on the posterior wall. The gripper line remained attached. In an attempt to remove the clip, the gripper line was pulled, but the clip was unable to be removed. The decision was made to leave the embolized clip and retract the gripper line. An additional clip was implanted reducing mr to a grade of 1-2. It was noted that after implanting the second clip, the embolized clip moved from the papillary muscle of the posterior wall to the posterior annulus. It was noted that no tissue damage had occurred. There was no significant delay in the procedure. No additional information was provided.